Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Caller (MRI tech) reported patient has abandoned leads (noted in drs as partial lead removal in 2016) and inquired about MRI. Reviewed head only eligible. Caller (MRI tech) reported per patient the ins doesn't work anymore. After the lead implant in 2016 the patient indicated recharging more often (3 to 4 times a month) and previous to lead replacement he was charging a few times a year. Discussed w/ MRI tech recharging is based on usage and may be common to recharge often. Suspect patient stopped recharging but caller could not confirm. Caller is unsure if patient is still seeing managing hcp listed in drs. No patient symptoms were reported.